Event description:
During a planned assisted coil embolization with an enterprise stent (enf452212), the proximal stent struts did not open. The parent vessel had a very unusual shape and had a 70-degree curve. The coil procedure could not be completed the same day. There were no issues during the delivery or detachment with the microcatheter, and the enterprise stent was not recapture during the detachment or at any other time. A planned angiogram was conducted the following day to evaluate the stent and to continue the coil embolization.

Manufacturer narrative:
The index procedure report indicated that the pt was admitted with a vertebrobasilar junction aneurysm, with presumptive clinical history of subarachnoid hemorrhage three weeks prior. Selective injection of the left femoral artery demonstrated mild vasospasm at the site of access, otherwise, no areas of aneurismal dilation or flow-limiting stenosis. Non-selective injection of the right vertebral artery demonstrates again the long segment of irregular narrowing of the mild to distal cervical portion of the right vertebral artery, most prominent at c (cervical) 3 and c4 levels. This is unchanged. There is minimal filling of the aneurysm via this injection with slow flow. Selective injection of the subclavian artery demonstrates no areas on aneurismal dilation or flow limiting stenosis. Selective injection of the left vertebral artery demonstrates again the complex vertebral basilar junction aneurysm with the right distal vertebral artery primarily involved. Status post stent placement, there was poor apposition of the proximal stent tines to the vessel wall. At this point, it was decided to wait 24 hrs to reasses flow in the left vertebral artery prior to right vertebral artery coiling of the aneurysm. Impression: successful enterprise stent (4.5 x 22 mm) placement within the distal left vertebral artery to the basilar artery, just cranial to the level of the basilar (aicas) anterior inferior cerebellar arteries. Due to poor stent apposition at the proximal aspect of the stent, it was felt to be prudent to wait 24 hrs to assess for flow in the left vertebral artery before proceeding with coiling of the aneurysm via the right vertebral artery. During this procedure, the pt was placed under anesthesia and rec'd 1% xylocaine without epinephrine, heparin, heparin drip with an act of 371 seconds, and non-ionic contrast. The prod remains implanted. Add'l info will be submitted within 30 days.